Event description:
Spiderfx was deployed without complications, according to staff and physician, in the rca of pt distal to what was thought to be the clot. Pilot 150 .014 wire originally used to cross lesion. After seeing the films it appeared that the landing zone between the proximal marker of the spiderfx, pta, and stenting was too close. When the physician went to retrieve the spiderfx, the retrieval catheter was delivered proximal to spiderfxs' proximal marker and then the spiderfx was pulled back. When the spiderfx was pulled into the catheter, it became caught on a stent strut and would not dislodge. A 6f multipurpose catheter was used to recover the spiderfx and when it was retrieved, the stent & spiderfx came out of the pt. A wallstent was then placed in the dissected artery and there appeared to be no further complications.